Manufacturer narrative:
Contact information was not provided as such no additional information can be requested. Based on the information reported, no conclusions can be made as to the degree to which the implant may have caused or contributed to the patient¿s postoperative pain. Review of manufacturing records could not be performed as the lot number was not provided. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
As reported, the patient was implanted with a perfix plug during lichtenstein surgery. Reportedly the patient has had daily pain following the operation and states "my quality of life is affected by physical activity and sport."